Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump alarmed motor error. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The pump was received with constant motor error alarms during the rewind due to a motor flex trace cracked. The pump was unable to perform the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests due to the constant motor error alarms. The pump had minor scratches on the lcd window and scratches on the reservoir tube window.